Event description:
It was reported that 3 smartsite needle-free connectors would not flush due to blockage/occlusion. The following information was provided by the initial reporter: "connector not flushing staff member attempted to flush connector attached to a bd diffusic cannula with 10mls of normal saline in a bd 10ml luer lock syringe. Was not able to flush and removed the connector. Tried to flush with a second connector again with 10mls of normal saline before connecting the cannula, was not successful and attempted with a third connector with a different batch number but unsuccessful. Eventually a fourth connector was used with success."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 5/6/2021. H.6. Investigation: two 2000e-04 samples were received for investigation with two packaging labels from lot: 20116576. A visual inspection of the returned smartsite products did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were each connected to a bd 5ml luer slip syringe and a 50ml bd plastipak syringe from retained stock and flushed with fluid; no occlusion or flow restriction was identified during testing. A review of the production records for lot: 20116576 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 smartsite needle-free connectors would not flush due to blockage/occlusion. The following information was provided by the initial reporter: "connector not flushing staff member attempted to flush connector attached to a bd diffusic cannula with 10mls of normal saline in a bd 10ml luer lock syringe. Was not able to flush and removed the connector. Tried to flush with a second connector again with 10mls of normal saline before connecting the cannula, was not successful and attempted with a third connector with a different batch number but unsuccessful. Eventually a fourth connector was used with success."